Manufacturer narrative:
Dynamic xt steerable diagnostic catheter was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, analysis of returned product revealed that the device has hair/strand of glue attached near a join, also the device has few kinks in the shaft, the first one in the plunger, the second one is 8cm from the plunger, the third one is 8cm from the tip., consequently confirming the reported clinical observation of foreign material. Based on all available information, boston scientific's investigation findings determined failure might have been caused due to an inspection / verification during the manufacturing process.

Event description:
It was reported that during the preparation of an ablation procedure to treat a supraventricular tachycardia (svt), a dynamic xt steerable diagnostic catheter was selected for use. On opening sterile packaging, scout nurse identified a small fiber that appeared to represent a hair/strand of glue attached near a join toward the end of the black section of the handle. Device was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter has been received for analysis.

Event description:
It was reported that during the preparation of an ablation procedure to treat a supraventricular tachycardia (svt), a dynamic xt steerable diagnostic catheter was selected for use. On opening sterile packaging, scout nurse identified a small fiber that appeared to represent a hair/strand of glue attached near a join toward the end of the black section of the handle. Device was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter has been received for analysis.